Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The surgeon was operating an variax distal radius and when he wanted to lock the locking screws in the plate they would not engage in the plate. He had to take another plate and that worked.

Manufacturer narrative:
The reported event that volar smartlock distal radius plate, narrow, right,short, 9 holes was alleged of 'no locking effect' could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The failure was caused as the surgeon must have encountered some difficulties during screw locking. Unfortunately the information could not be obtained if the used screw was actually used again in the operation as only the plate was returned. The device inspection revealed the following: the returned plate which was tested for its locking possibility using some locking screws. The screws could be locked and un-locked, in any of the plate holes, without any issues. Even the damaged hole (front left side of the plate) was still working fine. Note, that the different locking angles (on the front holes) need to be considered during screw insertion in order to get the screw into the correct locking position. It is clearly visible that the surgeon may have encountered some complications during screw insertion (possible angulation problems), which made him decide to change to a new plate instead. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon was operating an variax distal radius and when he wanted to lock the locking screws in the plate they would not engage in the plate. He had to take another plate and that worked.